Manufacturer narrative:
Product complaint #: (B)(4). Month and day unknown. Only year (2018) is known. Batch # p57p9w. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a sr75 reload loaded in the device. The reload was returned fully fired. In addition, two sr75 reloads were received. The reload (b) was returned with the proximal 26 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. The reload (c) was returned with the proximal 31 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test was performed due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, blade doesn't move forward. There were no patient consequences reported.